Event description:
It was reported that prior to an unknown procedure the pouch was torn before using.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the pouch device was received in good visual condition, fully deployed and with the suture cut; the bag was not returned. The device was mechanically tested and no anomalies were noted; however no further testing could be performed as the bag was not returned for analysis. No conclusion could be reached as to what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.